Event description:
Nurse hung a new bag of epinephrine 4mg/250 ml concentration by just spiking a new bag. The nurses and mid-level responded to alarm due to bp+326/146, hr+119 and immediately paused the epinephrine drip was free-flowing despite pausing and closed chamber door.